Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5157711); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. Continuation of d10: boston scientific crt-d implant date unknown; unknown lead implant date unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the epicardial right atrial (ra) lead exhibited noise, which was being oversensed on an episode, resulting in an atrial tachy response (atr) from the cardiac resynchronization therapy defibrillator (crt-d). No additional events have since been noted. It was possible that this was due to electromagnetic interference and it was noted that the patient did have a left ventricular assist device (lvad). The ra lead remains in use. No patient complications have been reported as a result of this event.